Manufacturer narrative:
One incomplete pressure monitoring kit was received for examination. Only the z-site and pressure tubings were returned. The reported defect of "tubing came apart" was confirmed. The tubings were completely detached from solvent bond joints with both ends of the z-site. Indications of bonding solvent were present at small part of tubing bond areas. The tubing outer diameter was measured and was found within specification. It appeared that the tubings were detached due to insufficient bonding solvent being applied during bonding process. The reported defect was confirmed to be a manufacturing defect. Actions were initiated to investigate the root cause and implement any necessary corrective actions. A device history record review was completed and it was confirmed that the device met specifications upon distribution.

Event description:
It was reported that the tubing came apart from the housing. No patient complication reported..